Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to keep the wall adapter plugged into a working outlet for at least an hour and asked them to follow up if further assistance was needed.